Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited pseudopseudofusion as well as under-sensing and p-wave amplitude variation. Further information regarding resolution and patient condition was requested but not received.